Manufacturer narrative:
(B)(4). Customer clarified this issue was for a battery order. No fault with the device.

Event description:
It has been reported that the on/off button did not function properly.